Event description:
The device was removed due to having to refill too ofter, may be pump defect, as being sent in. The pump has not been returned as of the date of this report. No patient symptoms were reported.